Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of error code 41541 was not duplicated during functional testing. Physical condition revealed contamination and fluid ingression by the downstream sensor seal and chassis. Event log revealed 5/11/2020 12:24:11 pm system fault 41,541 occurred 1 0 0 3. Preventative action taken to replace latch lock flex and sensor. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Event description:
Information was received that cadd solis vip pump displayed error 41541. The pump failed during normal pump testing.